Event description:
It was reported that the distal tip of prolift jaws sheered off during insertion. There was a dural tear injury.

Manufacturer narrative:
The instrument was not returned to life spine; therefore, it is not possible to determine what was the root cause of the tip fracture as was reported.